Manufacturer narrative:
Device serial number, device expiration date, device manufactured date: updated. (B)(4).

Event description:
It was reported that no rpm readout was displayed on the console. A rotablator console was selected for use. During procedure, it was noted that rpm readout was not displayed on the console. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console was tested by using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 78 krpm; the maximum turbine rotational speed reached was 216 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. However the console leaked air from air regulator as soon as footpedal connection was disconnected. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that no rpm readout was displayed on the console. A rotablator console was selected for use. During procedure, it was noted that rpm readout was not displayed on the console. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that no rpm readout was displayed on the console. A rotablator console was selected for use. During procedure, it was noted that rpm readout was not displayed on the console. No patient complications were reported.